Event description:
It was reported that the console is not able to go higher than 5 watts or rate over 25 hz. There was no patient involved.

Manufacturer narrative:
Based on all available information, case comments indicate that the issue was due to user error. The device instructions for use (IFU) was reviewed. The IFU states: pulsed lasers (such as the holmium laser) deliver an average power (measured in watts) that is achieved by multiplying the laser energy emitted during each pulse (measured in joules) and the frequency at which these pulses are delivered (measured in hertz). The lumenis pulse 30h can deliver a maximum average power of 30w. The selection of appropriate power parameters and fiber is dependent on the procedure and the specific patient condition. Therefore, the reported event was confirmed.

Event description:
It was reported that the console is not able to go higher than 5 watts or rate over 25 hz. There was no patient involved.